Manufacturer narrative:
A cardioquip customer reported having issues with the output flow of the device. During the investigation of the device, the device received hpc test results outside of cardioquip specifications, indicating bacterial contamination. Due to these results, epidemiology recommended that the device receive an internal water pathway replacement. After the device had been returned to specification via an internal water pathway replacement, the device passed inspection and is fully functional.

Event description:
The customer reported the device was having issues with output flow. During cardioquip's investigation, the device tested positive for bacterial contamination.